Event description:
Pt with foley catheter for bladder spasms. Heard a pop sound and had immediate pain in penis. Blood noted in urine. Attempts to irrigate foley and deflate balloon unsuccessful. Foley removed intact except for the balloon which was missing off the catheter. Pt later avoided and balloon fragment was in the urine. Dates of use: (B)(4) 2011 - (B)(4) 2011.